Manufacturer narrative:
Event description: the sales representative reported suspected thermal damage to patient tissue while undergoing a 2 level acdf from c5 to c7. Evaluation: the investigation is ongoing as of the date of this report.

Event description:
Suspected thermal damage to patient tissue.